Event description:
Same case as 2134265-2008-02626. It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. The physician implanted a taxus express2 drug eluting stent, unknown size, to an unknown vessel. No patient injuries or complications were reported. Three months post procedure the patient presented with thrombosis. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause is determined to be anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.